Event description:
It was reported that post-implant, the right atrial (ra) lead had dislodged via review of x-ray. The ra lead was explanted and replaced. There were no adverse health consequences, the patient was stable.